Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that the patient came into the hospital in cardiogenic shock and impella cp was urgently implanted. No echocardiogram was performed. Impella cannula kinked in the left ventricle and pump stopped. After repositioning and straightening the cannula, impella was unable to restart. The impella was exchanged. The patient was stable during intervention. The patient survived.

Manufacturer narrative:
The investigation for the reported events has been completed. The pump was not returned for investigation. As per the data log, the pump ran for 10 minutes before encountering a pump stop with high motor current up to 1400 and alarm 13. No purge-related issues were recorded on the data log. There was one attempt reported to restart; however, a similar pump stop occurred with another motor current spike. According to the clinical details, the cannula was kinked during the pump stop, and the pump was unable to restart, so a new pump was used. The cause of the pump stop and cannula kink was not determined without returned product investigation and sufficient clinical information.